Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 7462661, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a 340cc mentor memorygel breast implant (right) and a 320 mentor memorygel breast implant was diagnosed with bilateral rupture post procedure. As a result, bilateral prosthesis replacement was performed on (B)(6) 2019. The right replacement was a 500cc mentor memorygel breast implant, and the left replacement was a 475cc mentor memorygel breast implant. See 1645337-2019-12422 for contralateral prosthesis report.